Event description:
A nurse reported to baxter (B)(4) of an administration set in which nurse observed the packaging seal of the set was opened from the top. The reported condition occurred during use. Patient involvement is unknown at this time. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: photo evidence of reported sample is available. The reported condition was confirmed during visual inspection of the provided photos of the sample. The assignable root cause of the reported condition is unknown. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number. Should additional information be received, a follow-up medwatch will be submitted.